Event description:
The customer reported balloon would not inflate all the way during an therapeutic dilation procedure involving an olympus balloon dilator. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.